Event description:
The user facility reported while using their assurance clip during a patient procedure that the clip was only able to partially deploy. While attempting to fully deploy the clip, the clip's inside metal hook detached and fell into the patient. The pieces of the metal hook were retrieved and the patient received x-rays that confirmed no further issues. The procedure was completed successfully. No report of injury.

Manufacturer narrative:
The assurance clip subject of the reported event is being returned for evaluation. Investigation in progress; a follow-up report will be submitted when additional information becomes available. UDI related data clarification - the manufacturing/expiration date will be included in the follow-up report; therefore, those applicable UDI and production identifiers were not included in the initial MDR.